Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. The customer experienced cramps, a loss of consciousness, and was unable to self-treat. The customer received a non-healthcare professional (non-hcp) administration of an intramuscular glucose injection as treatment. The customer contacted the emergency services. Upon arrival, the paramedics obtained a blood glucose result of 27 mg/dl, the paramedics diagnosed the customer with hypoglycemia, and no emergent treatment was provided. There was no report of death or permanent impairment associated with this event.